Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the device was unable to be fired, wherein the reload was caught on the stapler. Device was replaced during the procedure in order to resolve the issue. No patient injury.